Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2004, essure (ess205) was placed. The consumer reported painful placement. She stated she was the first patient in hospital with essure. In an unspecified date she experienced pain in pelvis, eczema, allergic complaints in eyes, strange taste in mouth (metal taste), kidney disorder, urinary tract disorder, pain during ovulation, pain in head, lower back pain, cramps, dizziness, increase or decrease of weight, tiredness, insomnia, mood swings, memory loss, concentration problems, vaginal fungal infections, tingling, sharp pain in flank, and high blood pressure. Those events led her to work-related problems. She stated she mainly had fear because she had a car accident due to fainting. In an unspecified date she contacted her physician and had an appointment with a cardiologist. She also had nuclear magnetic resonance imaging (MRI), test for epilepsy and hyperventilation and ear, nose and throat (ent) examination; however the results were not provided. Treatment performed : mirena inserted; however, it did not work. Therefore novasure ablation was conducted. Bilateral salpingectomy and uterus removal were planned. Company causality comment:this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pain in pelvis. It was reported that she had a mirena (levonorgestrel ius) inserted as treatment for unspecified condition. It did not work and then, she had a novasure ablation conducted. Bilateral salpingectomy and uterus removal were planned. Pain in pelvis is listed in the reference safety information for both essure and mirena. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in pelvis and essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. As it was reported that mirena was used as treatment for events related to essure use, pain in pelvis was considered unrelated to mirena. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') in a 32-year-old female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: drug ineffective "mirena did not work". The patient's concurrent conditions included automobile accident. On an unknown date, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), eczema ("eczema"), eye allergy ("allergic complaints in eyes"), dysgeusia ("strange taste in mouth (metal taste)"), renal disorder ("kidney disorder"), urinary tract disorder ("urinary tract disorder"), ovulation pain ("pain during ovulation"), headache ("pain in head"), back pain ("lower back pain"), abdominal pain lower ("cramps"), dizziness ("dizziness"), weight fluctuation ("increase or decrease of weight"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), vulvovaginal mycotic infection ("vaginal fungal infections"), paraesthesia ("tingling"), flank pain ("sharp pain in flank"), hypertension ("high blood pressure"), fear ("fear") and syncope ("fainting"). The patient was treated with surgery (the foreign-body material has been removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, procedural pain, eczema, eye allergy, dysgeusia, renal disorder, urinary tract disorder, ovulation pain, headache, back pain, abdominal pain lower, dizziness, weight fluctuation, fatigue, insomnia, mood swings, amnesia, disturbance in attention, vulvovaginal mycotic infection, paraesthesia, flank pain, hypertension, fear and syncope outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, disturbance in attention, dizziness, dysgeusia, eczema, eye allergy, fatigue, fear, flank pain, headache, hypertension, insomnia, mood swings, ovulation pain, paraesthesia, pelvic pain, procedural pain, renal disorder, syncope, urinary tract disorder, vulvovaginal mycotic infection and weight fluctuation to be related to essure (ess205). The reporter considered abdominal pain lower, amnesia, back pain, disturbance in attention, dizziness, dysgeusia, eczema, eye allergy, fatigue, fear, flank pain, headache, hypertension, insomnia, mood swings, ovulation pain, paraesthesia, pelvic pain, procedural pain, renal disorder, syncope, urinary tract disorder, vulvovaginal mycotic infection and weight fluctuation to be unrelated to mirena. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. This spontaneous legal case report was initially received via regulatory authority and refers to a 32-year-old female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pain in pelvis. It was reported that she had a mirena (levonorgestrel ius) inserted as treatment for unspecified condition. It did not work and then, she had a novasure ablation conducted. After an unspecified time she had essure removed. Pain in pelvis is listed in the reference safety information for both essure and mirena. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in pelvis and essure use cannot be excluded. This case was regarded as incident since device removal was required. As it was reported that mirena was used as treatment for events related to essure use, pain in pelvis was considered unrelated to mirena. Other non-serious events were reported. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis') in a 32-year-old female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: drug ineffective "mirena did not work". The patient's concurrent conditions included automobile accident. On an unknown date, the patient had mirena inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), eczema ("eczema"), eye allergy ("allergic complaints in eyes"), dysgeusia ("strange taste in mouth (metal taste)"), renal disorder ("kidney disorder"), urinary tract disorder ("urinary tract disorder"), ovulation pain ("pain during ovulation"), headache ("pain in head"), back pain ("lower back pain"), abdominal pain lower ("cramps"), dizziness ("dizziness"), weight fluctuation ("increase or decrease of weight"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), vulvovaginal mycotic infection ("vaginal fungal infections"), paraesthesia ("tingling"), flank pain ("sharp pain in flank"), hypertension ("high blood pressure"), fear ("fear") and syncope ("fainting"). The patient was treated with surgery (the foreign-body material has been removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, procedural pain, eczema, eye allergy, dysgeusia, renal disorder, urinary tract disorder, ovulation pain, headache, back pain, abdominal pain lower, dizziness, weight fluctuation, fatigue, insomnia, mood swings, amnesia, disturbance in attention, vulvovaginal mycotic infection, paraesthesia, flank pain, hypertension, fear and syncope outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, disturbance in attention, dizziness, dysgeusia, eczema, eye allergy, fatigue, fear, flank pain, headache, hypertension, insomnia, mood swings, ovulation pain, paraesthesia, pelvic pain, procedural pain, renal disorder, syncope, urinary tract disorder, vulvovaginal mycotic infection and weight fluctuation to be related to essure (ess205). The reporter considered abdominal pain lower, amnesia, back pain, disturbance in attention, dizziness, dysgeusia, eczema, eye allergy, fatigue, fear, flank pain, headache, hypertension, insomnia, mood swings, ovulation pain, paraesthesia, pelvic pain, procedural pain, renal disorder, syncope, urinary tract disorder, vulvovaginal mycotic infection and weight fluctuation to be unrelated to mirena. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-mar-2021: the patient´s name and initials has been received. No new clinical information received, update to imdrf/FDA codes only. This spontaneous legal case report was initially received via regulatory authority and refers to a 32-year-old female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pain in pelvis. It was reported that she had a mirena (levonorgestrel ius) inserted as treatment for unspecified condition. It did not work and then, she had a novasure ablation conducted. After an unspecified time she had essure removed. Pain in pelvis is listed in the reference safety information for both essure and mirena. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in pelvis and essure use cannot be excluded. This case was regarded as incident since device removal was required. As it was reported that mirena was used as treatment for events related to essure use, pain in pelvis was considered unrelated to mirena. Other non-serious events were reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. No further information is expected.

Manufacturer narrative:
Follow up 26-oct-2016: nca reference number ((B)(4)) was provided. Despite follow up attempts, no response was received from patient. No new information was provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous legal case report was initially received via regulatory authority and refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pain in pelvis. It was reported that she had a mirena (levonorgestrel ius) inserted as treatment for unspecified condition. It did not work and then, she had a novasure ablation conducted. After an unspecified time she had essure removed. Pain in pelvis is listed in the reference safety information for both essure and mirena. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in pelvis and essure use cannot be excluded. This case was regarded as incident since device removal was required. As it was reported that mirena was used as treatment for events related to essure use, pain in pelvis was considered unrelated to mirena. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Follow-up received on 16-sep-2016: a letter in which she holds company liable for the damage caused was received from consumer. On (B)(6) 2004 consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous legal case report was initially received via regulatory authority and refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pain in pelvis. It was reported that she had a mirena (levonorgestrel ius) inserted as treatment for unspecified condition. It did not work and then, she had a novasure ablation conducted. After an unspecified time she had essure removed. Pain in pelvis is listed in the reference safety information for both essure and mirena. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in pelvis and essure use cannot be excluded. This case was regarded as incident since device removal was required. As it was reported that mirena was used as treatment for events related to essure use, pain in pelvis was considered unrelated to mirena. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.